Event description:
New information received stated that the dislodgement was noted on july 8th, 2020.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a post implant check where it was discovered that the right ventricular lead exhibited an elevation in capture threshold. Upon examination in the cath lab on (B)(6) 2020, it was found that the lead had a micro dislodgement. The lead was then explanted and replaced with an active fixation lead. The patient was in stable condition throughout the event and following the procedure.